Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing in primary vector, resulting in inappropriate shocks to this patient. Technical services (ts) reviewed noting noise on the subcutaneous electrogram (egm) indicative of myopotential noise. The r to t ratios were poor. This patient was noted to be young and has a concomitant non boston scientific pacemaker. Ts recommended increasing the conditional zone and interaction testing with the non boston scientific device. The field representative observed oversensing with two different morphologies on the presenting and shock episodes. The field representative discussed with the non boston scientific field representative the max pacing rate. Reprogramming was performed to change the conditional zone. This s-ICD remains in service. No adverse patient effects were reported.